Event description:
It was reported that the patient's spasticity had recurred and critical alarm was heard by the patient. Telemetry showed motor stall. The pump was used to deliver lioresal. No change in the patient's environment or treatments were reported. The pump was explanted and replaced after 59 months of service. The final patient outcome was unknown at the time of this report. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.